Event description:
Customer received results of 250 mg/dl, 249 mg/dl, and 49 mg/dl within 10 minutes on the mobile system. The customer reported she was trembling and thirsty with the result of 249 mg/dl. Her husband injected her with "rapid" insulin. When the customer tested 49 mg/dl she ate fruit compote and sugar, and her symptoms improved. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.